Event description:
The facility sent an infusion pump to service where a failure code 570 was discovered. The facility rep stated that no injury was involved and no incident reports have been filed since the last baxter service event.